Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2018. Since the procedure, the patient's ipg has been unable to communicate with their external device due to it being inoperable. Troubleshooting attempts have been unable to provide resolution.